Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 374mg/dl. The customer was in the hospital for three days and she reconnected to the device the last day she left the facility. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.